Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pacing impedances of greater than 2000 ohms. It was also reported that pacing was not delivered when required. The lead was reported to have been fractured. The lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.